Event description:
It was reported that there is an inaccurate reading while using disposable cuffs. The device was reported to be in clinical use. No adverse event to the patient or user was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. This is a continuation of the case reported in MFR 1218950-2026-100097.

Manufacturer narrative:
The complaint was escalated and an internal discussion was conducted between the customer and the philips team to review the reported issue and determine appropriate next steps. During the investigation, the philips national support specialist (nss) conducted an onsite visit after the nbp reference mode in the ICU units had been changed back to oscillometric mode. The onsite assessment was completed, and the findings were reviewed with the customer. During the visit, the nss reinforced sound clinical practice recommendations related to proper nbp cuff application and usage, including: ensuring the correct nbp cuff size is selected for the patient proper cuff placement prevention of occlusion or kinking of the nbp hose ensuring the patient is not lying on the nbp hose during monitoring the investigation identified several contributing factors that may have influenced the customer¿s perception that the philips disposable nbp cuffs were not performing as well as the reusable cuffs: 1. The material composition of the reusable nbp cuffs makes them easier to apply. 2. The customer¿s previous nbp cuffs utilized a midpoint connector design without an external hose segment that could become pinched or occluded. 3. Once a perception of reduced product performance is established, it may become accepted as fact rather than opinion. 4. Opportunities for improvement in nbp cuff application practices were identified. 5. Proper cuff sizing must be consistently verified to ensure accurate measurements. Based on the results of the investigation and analysis, the philips disposable nbp cuffs were confirmed to be operating within product specifications. The reported issue was determined to be related to user/application factors rather than product malfunction.